Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023 during a call to fresenius technical support, this peritoneal dialysis (pd) patient stated they have a hernia in their scrotum and per their peritoneal dialysis registered nurse (pdrn) they are not supposed to be completing manual exchanges as they ended up in the hospital the last time. Attempts to obtain additional information related to the hernia and the hospitalization were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a potential temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of inguinal hernia. However, it is unknown if the hernia was pre-existing prior to the patient being initiated on pd therapy or if the hernia developed during pd therapy. Only 4.9% of pd patients develop hernia after the initiation of dialysis. Inguinal hernia accounts for 75% of abdominal wall hernias and is common in dialysis patients and is caused by abdominal wall fragility and increased intra-abdominal pressure. It is unknown if pd therapy exacerbated the patient¿s hernia. It is also unknown why the patient was completing manual exchanges prior to the mentioned hospitalization or what the admitting diagnosis was for the hospitalization. There is no allegation of a device malfunction or deficiency causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency related to the hernia, the liberty select cycler can be excluded as the cause of the hernia.

Event description:
On (B)(6) 2023 during a call to fresenius technical support, this peritoneal dialysis (pd) patient stated they have a hernia in their scrotum and per their peritoneal dialysis registered nurse (pdrn) they are not supposed to be completing manual exchanges as they ended up in the hospital the last time. Attempts to obtain additional information related to the hernia and the hospitalization were unsuccessful.